Manufacturer narrative:
Additional information section b - adverse event or product problem from: it was reported that during intra-aortic balloon (iab) therapy, a defective arterial pressure sensor occurred. After the error, the iab worked with electrocardiogram trigger. There was no reported injury to the patient. To:it was reported that during intra-aortic balloon (iab) therapy, a defective arterial pressure sensor occurred. It was also reported that a fiber optic sensor alarm occurred. After the error, the iab worked with electrocardiogram trigger. There was no reported injury to the patient. Section h - device codes added: optical issue; 3001. Section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a defective arterial pressure sensor occurred. It was also reported that a fiber optic sensor alarm occurred. After the error, the iab worked with electrocardiogram trigger. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a defective arterial pressure sensor occurred. It was also reported that a fiber optic sensor alarm occurred. After the error, the iab worked with electrocardiogram trigger. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood was observed on the exterior of the catheter and between the catheter and the sheath. The returned sheath was a maquet product. The extender tubing was returned with an unknown syringe. Two kinks were observed on the catheter tubing approximately 74.9cm and 76.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, inner lumen, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The iab catheter was tested for the reported failures and the failures could not be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Change from: the returned sheath was a maquet product. Change to: the returned sheath was not a maquet product.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a defective arterial pressure sensor occurred. It was also reported that a fiber optic sensor alarm occurred. After the error, the iab worked with electrocardiogram trigger. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a defective arterial pressure sensor occurred. After the error, the iab worked with electrocardiogram trigger. There was no reported injury to the patient.